Event description:
It was reported that during a laparoscopic cholecystectomy, the inner cylinder could not be removed when the package was opened. The device was used on the gall bladder. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch # a9e34w. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that five 2h12lp device was returned with the obturator inserted through the universal seal. In addition, the packaging opened was returned along with the instrument. Upon evaluation of the device had difficulties to unlatch the obturator from the universal seal. The obturator was disassembled, the obturator latch was found to be incorrect not allowing to unlatch properly from the universal seal. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. Corrected data. Investigation summary- visual analysis of the returned sample revealed that 2h12lp device was returned with the obturator inserted through the universal seal. Investigation summary visual analysis of the returned sample revealed that 2h12lp device was returned with the obturator inserted through the universal seal.